Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was initially reported that the patient was concerned there might be something wrong because when they tried to change the setting and increase the stimulation, they received a strong ¿zap¿ that caused pain in their vaginal area. They mentioned it hurt to walk or sit. Additional information received on (B)(6) 2019 from the patient reported that they had painful, uncomfortable stimulation and had a shocking sensation. The patient stated that they went to change the settings because it felt like there were ¿running to the bathroom¿ which was gradually getting worse. The issue started last week ((B)(6) 2019). As soon as they increased the stimulation to 0.1 ¿t gave her a zap¿. They stated that ¿it zapped so hard¿ and they had only moved it up one level up. This made the patient uncomfortable for them to sit and difficult to walk. They decreased the stimulation back down and the sensation went away. The patient went through each program and it did the same thing when the stimulation was increased. The patient had no falls or trauma. The issue was not related to positional movement. Using the programmer, it was determined that the therapy was on. The patient was to follow up with their healthcare professional (hcp) and noted they had an appointment next week. There were no further complications reported or anticipated.